Event description:
The customer's father reported on (B)(6) 2014 his son's blood glucose reached over 500 mg / dl less than 48 hours afer the pod was activated. He stated that he gave his son multiple boluses totaling to 25.0 units of insulin on (B)(6). The pod was then removed and he noticed the pink slide insert was not in the window. He was able to activate a new pod and at 11:00 pm his bg result was 445 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism malfunction to fire and deploy the cannula or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.